Event description:
The reporter stated the surgeon inserted a 30.0 diopter cc4204bf collamer plate lens and the optic were torn by the plunger. The incision was enlarged to remove the lens. A posterior chamber lens was implanted. The reporter stated it was felt the cause of the torn lens was the cartridge.